Event description:
It was reported to medtronic minimed that the customer reported time and date was incorrect, pump was under delivering the insulin and experienced hyperglycemia. The customer blood glucose value was 315 mg/dl and hyperglycemia was treated with manual injection/insulin pen and insulin pump. The event involved product mmt-242a,mmt-332a,mmt-7020a,mmt-1884. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. No further patient complications were reported. No product return was required for mmt-242a,mmt-332a,mmt-7020a,mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Programmed the pump with the current time and date and monitored the pump for several days. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08660 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly or time/date anomaly were noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Under-delivery and high bg anomalies are not confirmed. The time/date feature is working properly. The pump history file lists 112 boluses on the event date, 8/21/2025. Please see below for the first 10 boluses listed on the event date, 8/21/2025: 08/21/2025 12:10:50.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 2750 (0.275 u) bolusamountdelivered: 2750 (0.275 u) 08/21/2025 12:15:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 08/21/2025 12:20:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 08/21/2025 12:26:07.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) 08/21/2025 12:30:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 2750 (0.275 u) bolusamountdelivered: 2750 (0.275 u) 08/21/2025 12:35:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) 08/21/2025 12:40:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 2250 (0.225 u) bolusamountdelivered: 2250 (0.225 u) 08/21/2025 12:45:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 08/21/2025 12:50:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 08/21/2025 12:55:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 4250 (0.425 u) bolusamountdelivered: 4250 (0.425 u). There were no auto suspend events on the event date, 8/21/2025. Please see below for the user suspend on the event date, 8/21/2025: 08/21/2025 18:39:22 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.